Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. The rep stated that the implantable neurostimulator (ins) would not be returned for analysis because the hospital kept the device. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. The rep reported that the patient had a pocket revision because there was pus or fluid buildup in the pocket so the battery was moved from the right side to the left side which was uncomfortable for the patient. The ins was replaced. No further complications were reported/are anticipated.